Manufacturer narrative:
B5. Describe event or problem updated. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with this type of treatment and is noted as such in the device direction for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
This patient underwent the benign prostatic hyperplasia (bph) as part of a study procedure. The console setting was pulse length short, pulse energy 2j, pulse frequency 40hz, and total laser energy 80w. The fiber was stripped one time before the procedure. There were no other accessory devices introduced into the patient body during the procedure. The device worked as intended, no adverse events were noted during the procedure, and the procedure was completed without complications. A urinary catheter was placed at the end of the procedure and removed next day of the procedure. The patient was discharged and prescribed with roxicodone and pyridium for pain prophylaxis, colace for constipation prophylaxis, and cipro for infection prophylaxis. Seventeen days post-procedure, the patient began experiencing irritative urinary symptoms. Sanctura was provided for overactive bladder. The patient symptoms were reported to be resolved seventy-five days post onset symptoms. The study facility assessed the patient symptoms as likely related to the holmium laser enucleation of the prostate procedure and to the device.

Event description:
This patient underwent the benign prostatic hyperplasia (bph) as part of a study procedure. The console setting was pulse length short, pulse energy 2j, pulse frequency 40hz, and total laser energy 80w. The fiber was stripped one time before the procedure. There were no other accessory devices introduced into the patient body during the procedure. The device worked as intended, no adverse events were noted during the procedure, and the procedure was completed without complications. A urinary catheter was placed at the end of the procedure and removed next day of the procedure. The patient was discharged and prescribed with roxicodone and pyridium for pain prophylaxis, colace for constipation prophylaxis, and cipro for infection prophylaxis. Seventeen days post-procedure, the patient began experiencing irritative urinary symptoms. Sanctura was provided for overactive bladder. The patient symptoms are ongoing. The study facility assessed the patient symptoms as likely related to the holmium laser enucleation of the prostate procedure and to the device.

Event description:
This patient underwent the benign prostatic hyperplasia (bph) as part of a study procedure. The console setting was pulse length short, pulse energy 2j, pulse frequency 40hz, and total laser energy 80w. The fiber was stripped one time before the procedure. There were no other accessory devices introduced into the patient body during the procedure. The device worked as intended, no adverse events were noted during the procedure, and the procedure was completed without complications. A urinary catheter was placed at the end of the procedure and removed next day of the procedure. The patient was discharged and prescribed with roxicodone and pyridium for pain prophylaxis, colace for constipation prophylaxis, and cipro for infection prophylaxis. Seventeen days post-procedure, the patient began experiencing irritative urinary symptoms. Sanctura was provided for overactive bladder. The patient symptoms are ongoing. The study facility assessed the patient symptoms as likely related to the holmium laser enucleation of the prostate procedure and to the device.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with this type of treatment and is noted as such in the device direction for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.